Event description:
It is reported that upon impaction of the continuum acetabular component, the distal threads of the cup inserter broke off and the cup was disengaged.

Manufacturer narrative:
Evaluation summary: it is unknown whether proper surgical technique was followed for inserting the cup into the acetabulum. Additionally, information on frequency of use is unknown. Based on available information and observations, the distal thread breakage may have been due to one or a combination of the following occurrences: the device was used without an adapter, which could have led to high stress on the threads causing them to break. Insufficient thread engagement during impaction may have led to high stress on the distal threads causing them to break. Off-axis impaction of the component. The device was inadvertently dropped or damaged during cleaning. However, no definitive cause analysis can be completed with certainty. As returned, the hex bolt appears to be jammed back into the instrument causing less exposure of threads. The hex bolt may be up against the weld pin causing the hex bolt to be jammed. The threads on the instrument do not appear to be damaged as alleged in the complaint. The instrument had a field age of approximately 16 months at the time of return. The device history records were reviewed and found to be conforming. An additional contributing factor may be associated with difficulty assembling the continuum acetabular systems shell inserter adapter onto the cup (the adapter goes between the inserter and cup). On 03/19/2010, zimmer initiated a device removal of the adapter via zimmer recall number 1822565-03/02-2010-003-r.